Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pacing lead failed to be effectively fixed after multiple attempts. The lead was removed and replaced. No patient complications have been reported as a result of this event.